Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was known to have a consistent magnet rate of 90 paces per minute (ppm) for more than a year. However, upon device check, the pacemaker was showing a different remaining battery longevity value on the gas gauge which was more than 6 months. It was reported that the last time this device was checked a year ago, it showed to have remaining battery longevity of less than 0.5 years. Boston scientific technical services (ts) suggested performing a memory dump or a save to disk to check if the longevity was affected by changes in the patient¿s current device usage. The health care professional (hcp) stated that outputs have been stable. Ts also discussed that the different calculations between the device and the programmer, and hcp understands ¿ will also probably perform a memory dump. Attempts to obtain additional information was made but were unsuccessful. The device remains in service. No adverse patient effects were reported.